Event description:
Clinical study. It was reported that 930 days after a coronary artery stenting procedure, the patient experienced a myocardial infarction and required coronary artery bypass grafting (CABG). The patient's qualifying condition was stable angina (ccs class 2) and patient was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending (prox lad) with 70% stenosis and was 12mm long with a reference vessel diameter of 3mm. The target lesion was direct stented with a 3.0 x 16mm study stent with 0% residual stenosis. The patient was discharged 2 days later on protocol doses of aspirin and clopidogrel. Nine hundred thirty days after the index procedure, the patient experienced a mi. The patient was admitted to the hospital for shortness of breath. The patient was initially treated for pneumonia and influenza. She developed high cardiac enzymes and was treated for a non-st-elevation mi/demand ischemia. (Troponin peaks at 7.8 with a ck-mb of 14.1). She was admitted to cardiology service for a possible non-stemi. Cardiac catheterization was postponed secondary to anemia. The patient received three units of packed red blood cells. Cardiothoracic surgery was consulted and the patient was scheduled to undergo elective CABG. The patient was discharged. Eighty four days later, the patient underwent elective CABG x2 to the prox lad and lmca with a post-treatment lesion diameter stenosis of 60% and timi flow 3.

Manufacturer narrative:
A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. Taking into consideration the thorough evaluation conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of anticipated procedural complication.